Event description:
It was reported to philips that the device fails the op check for the leads. The device had a solid red x and one time defaulted to factory settings. There was no reported patient involvement/adverse patient impact.